Manufacturer narrative:
The t:slim pump user guide states that the efficacy of your t:slim pump cannot be guaranteed if cartridges are filled more than once. It also states to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer was reusing cartridges. The customer declined troubleshooting with tandem's technical support. In addition, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer was able to reload a cartridge successfully, and will continue to use the pump for continued insulin therapy. There was no impact to the customer's blood glucose level.